Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a retroperitoneal hematoma causing left lower quadrant abdominal and pelvic pain. The pain was treated with percocet and ibuprofen and the event has not yet resolved. Additional information received on february 08, 2016: the event of retroperitoneal hematoma causing left lower quadrant abdominal and pelvic pain was resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio sllim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a retroperitoneal hematoma causing left lower quadrant abdominal and pelvic pain. The pain was treated with percocet and ibuprofen and the event has not yet resolved.